Event description:
Patient presented to the hospital after receiving shocks. Device interrogation revealed that the shocks were appropriate due to a vt storm. However, high threshold and low r-waves were observed. The physician decided to upgrade the patient to a dual chamber device and cap the pace/sense portion of the lead. The defib portion of the lead remains active.

Manufacturer narrative:
(B)(4).